Manufacturer narrative:
Note: this report is submitted retrospectively because the original report is not visible in maude database.

Event description:
Fault description per the reporter "error 39, device terminated treatment during therapy". Note: this report is submitted retrospectively because the original report is not visible in maude database.